Event description:
On (B)(6) 2023, a patient underwent an embolization in an aberrant sacral branch of the iliac vein using a ruby coil and a pod packing coil (pod pc). On (B)(6) 2024, the patient was admitted to the ER with pelvic pain. It was reported that the previously placed ruby coil and pod pc had migrated from the pelvis to the inferior vena cava (ivc) below the eustachian valve in the chest.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2024-00080 1. Section b. Box 5. Describe event or problem. This report is associated with MFR report number: 1.3005168196-2024-00081.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2024-00081 h3 other text : placeholder.

Event description:
On (B)(6) 2022, a patient underwent an embolization in an aberrant sacral branch of the iliac vein using a ruby coil and a pod packing coil (pod pc). On (B)(6) 2023, the patient was admitted to the ER with pelvic pain. It was reported that the previously placed ruby coil and pod pc had migrated from the pelvis to the inferior vena cava (ivc) below the eustachian valve in the chest. Later the same day, the patient underwent a procedure to remove the coils using a snare device, balloon catheter, and an angiovac aspiration device.